Event description:
It was reported that the iab was inserted preop in the cath lab in the pt's left femoral artery. After the pt was transported to the or, the iab was determined to have a fractured central lumen. The iab was removed and replaced without any pt complications.